Event description:
The customer reported that while monitoring patients, nine telemetry patients dropped off the central station. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs product support specialist reviewed data regarding the event and determined that the failure was due to a exhibit telemetry receiver that had restarted. The cause of the restart was not determined. The device had recovered on its own and once recovered the patient monitoring resumed. While the issue recovered on its own, cause of failure was not determined. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.